Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report #2183959-2011-00259. On (B)(6) 2009, an elevate anterior was implanted for prolapse. It was reported that, as result, the pt has "physical pain" and "physical impairment."